Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Per complaint report description, data for the night prior to 2024-05-03 was reviewed. No instances of malfunction alerts were found in the device engineering logs. A factory reset was found in the logs on 2024-04-26 at 3:09pm. Audio setting was found to be logged as "high" on 2023-11-12 and all cgm alerts were not changed from factory defaults (all on). Body weight was changed multiple times after initial setup. The last body weight change prior to the event was a reduction in weight by 5 pounds on 2024-04-26. A dexcom g7 sensor session was started on (B)(6) 2024. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows the cgm glucose started to rise at 6:40 pm on 2024-05-02. The ilet dosed insulin in response to this hyperglycemia. Cgm glucose quickly reached greater than 400 mg/dl and stayed elevated through the available data on 2024-05-03. Multiple cartridge and infusion set change operations were logged between 6:50 pm and 9:07 pm on 2024-05-02, when cgm glucose was above range and rising. Two meal announcements were delivered during this period of hyperglycemia. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report and device logs, the ilet operated as intended by increasing insulin and alerting the user in response to hyperglycemia. The assignable causes for this hyperglycemic event are the user's illness at the time of the event, as well as a likely failed infusion set.

Event description:
On 5/3/2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user was hospitalized after experiencing an infusion set failure. The event occurred on (B)(6) 2024. The cds reported on the evening of 5/2/2024 the ilet user experienced an infusion set failure and did not change it out. The user was then sent to the hospital on 5/3/2024. On 5/8/2024 the cds reported additional information about the event. The cds stated per the user's healthcare provider (hcp) upon hospitalization the user was found to be septic. On the evening of 5/2/2024 the user changed out their infusion set before bed and their blood glucose (bg) was 167 mg/dl at bedtime. The user had been vomiting that evening and feeling ill thinking they had a stomach bug. The hcp recommended the user return the ilet. On 5/12/2024 the cds spoke with the user's hcp. The user is home from the hospital and has returned to previous therapy. The user stated they do not want to return the ilet.